Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the front panel failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it was repaired onsite at local service center by a third party product distributor. The customer's allegation of damaged front panel was not confirmed. It was found that the front panel failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel of the evis exera iii xenon light source was damaged. The issue was found during maintenance. The product was repaired onsite by a third party product distributor. During repair, it was found that the front panel unit failed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation and maintenance.